Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "periarticular calcification or ossification, with or without impediment of joint mobility. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03495 /-07436).

Event description:
It was reported that a patient had an initial hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014, due to pain. It was noted during the revision procedure the acetabular cup was in a vertical position. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2014. Revision operative report noted the presence of heterotopic ossification. The acetabular cup was noted to be well ingrown and in an acceptable position. The modular head and taper insert were removed and replaced.